Manufacturer narrative:
Additional information was received on (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information provided, the patient experienced a deflation on the implant. During evaluation of the device siltex cracking was observed on the posterior view. Also, a tear was noted within the siltex cracking measuring approximately 0.1 cm. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019, patient underwent removal and replacement with a 420cc mentor smooth round high profile saline breast implant on (B)(6) 2019.manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) year-old caucasian female patient who underwent primary breast reconstruction surgery with 450cc mentor siltex contour profile high saline breast implant experienced right sided deflation post procedure. As a result, patient had undergone removal and replacement with a 420cc mentor smooth round high profile saline breast implant on (B)(6) 2019.